Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was the mid right coronary artery (rca). Pre-dilatation was performed using a 3.0 x 15 mm non-abbott balloon catheter which ruptured at 6 atmospheres. Pre-dilatation was completed using a second non-abbott balloon catheter at 12 atmospheres. The 3.5 x 23 mm rx promus stent delivery system (sds) would not cross the lesion. While trying to remove the promus sds, it became stuck in the guiding catheter and only the sds was pulled back through the guiding catheter. Under fluoroscopy, the promus stent was located in the guiding catheter. The stent implant and guiding catheter were removed successfully and the case was completed implanting a 3.5 x 18 mm promus stent. The physician was attempting to advance the 3.5 x 23 rx promus sds, distal to the previously placed stents (off label use). No info was reported on what types of stents were previously implanted or when. There were no reported adverse pt effects. Though requested, no add'l info was provided.